Manufacturer narrative:
The field service engineer checked the analyzer and it is working properly.

Event description:
The initial reporter stated they received discrepant results for six patient samples tested with a1c-3 tina-quant hemoglobin a1c gen.3 on a cobas c513 analyzer. The initial values were reported to the physician of a partner laboratory and were questioned due to being incompatible with the situation of the patients. The first sample initially resulted in an hba1c value of 9.35 %. The sample was repeated (B)(6) 2022. Resulting in a value of 5.54 %. The second sample initially resulted in an hba1c value of 11.2 %. The sample was repeated (B)(6) 2022. Resulting in a value of 5.93 %. The third sample initially resulted in an hba1c value of 7.16 %. The sample was repeated (B)(6) 2022. Resulting in a value of 5.67 %. The fourth sample initially resulted in an hba1c value of 9.83 %. The sample was repeated on (B)(6) 2022. Resulting in a value of 6.78 %. The fifth sample initially resulted in an hba1c value of 9.39 %. The sample was repeated (B)(6) 2022. Resulting in a value of 5.55 %. The sixth sample initially resulted in an hba1c value of 12.2 %. The sample was repeated (B)(6) 2022. Resulting in a value of 5.69 %. All samples were processed using an unknown high performance liquid chromatography (hplc) method and the results were incompatible with the first measurements. The hba1c reagent lot number and expiration date were requested, but not provided.

Manufacturer narrative:
The field service engineer performed preventive maintenance on the analyzer and found a blunt sample probe. The probe was replaced. No further issues have been reported since this action. The investigation determined the service actions resolved the issue.